Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator was auto-cycling. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the on/off valve and auto zero valve to resolve the issue. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Device evaluation summary: two solenoid valves were received for failure analysis. The parts were visually inspected and functionally tested with no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.